Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that the patient had high impedances in one side of the lead. The patient will undergo a lead replacement procedure. It was also mentioned that the ipg will be replaced for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physicians preference. The explanted devices was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that the patient had high impedances in one side of the lead. The patient will undergo a lead replacement procedure. It was also mentioned that the ipg will be replaced for an unknown reason.